Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted in the patient. On (B)(6) 2026, the left atrial appendage occlusion (laao) coordinator received a notification that patient was admitted at a different hospital. The patient has evidence of infection with vegetation overlying the amulet device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.